Event description:
On (B)(6) 2011, 03:04 pm (hinsweb), the rental unit, precision flow by vapotherm, was being used on the pt when it made a pop sound. The red failure light came on and smelled of burning wires. The rn disconnected the pt and used the amu bag for oxygenation and then call resp care. (B)(6) and I went up immediately to the unit and the smell of burning wires was evident right away. (B)(6) rcp set-up a new vapotherm unit at the previous settings. I called our biomed and because it was a rental, (B)(6) said to call the company. I left all the tubing on the unit and called (B)(6) and explained what happened. They are on the way to replace. I also called the vapotherm company directly to report the incident. I was contacted by the risk management department who will follow-up with me when a cause is determined. Vapotherm reassure me that this was an isolated incident.